Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 524 mg/dl. Customer performed self test and the test was passed also performed displacement test and the test was running 5 unit cannula insulin able to delivered. Customer was treated with insulin pump. Customer stated that cannula was bent. Customer was using auto mode. The insulin pump will not be returned for analysis.